Manufacturer narrative:
Analysis summary: analysis was unable to confirm the customer comment that the bottom panel had an intermittent issue with the display, however it was noted that the lower part of the display had eight lines missing and incoming testing failed on the display test. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an intermittent issue with the external pulse generator's bottom display panel, that the screen went black and the user was unable to navigate through the menus. Though it was noted that it seemed to clear by cycling the power, theissue would recur. The generator has not been received into service. There was no patient involvement. It was further reported that the product had been received into service.